Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call failed battery test, rewind anomaly and no delivery alarm on the insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Device received with normal operating current. No unexpected failed battery alarm anomalies noted. No unexpected rewind anomalies noted. Device received with stripped coin slot. (B)(4).